Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. It was noted that the battery compartment was cracked and the battery cap had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on 06/10/2014 with the following findings: during investigation, a review of the pump¿s black box showed pump reboots had recorded. A visual inspection of the pump revealed that the battery compartment was cracked from threads to case seal. The returned battery cap had stripped threads and was unable to fully attach to the pump causing pump reboots. The battery cap height and width measurements were found to be within the required specification. A new test battery cap was able to tighten to the pump and was used to complete 24 hour duration testing. During testing, no power interruptions were duplicated using the test battery cap. The pump cover was removed and no evidence of internal moisture damage and no damage to the power circuit were observed.